Event description:
It was reported that the device was being used during a low anterior resection. It was reported that the device misfired. As a result of the misfire the pt required a temporary colostomy. The procedure was completed.